Manufacturer narrative:
The pump was received with broken end cap, minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer's blood glucose level was 113.4mg/dl. It was reported that the pump would be replaced and returned for analysis. No further information provided.